Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device not available for return.

Event description:
It was reported by the company representative that a csf leak was noticed post operatively and a revision surgery was performed.

Manufacturer narrative:
Upon requesting additional information from the sales representative, the following information was provided: the surgery performed was a craniotomy and the surgeon mentioned the patient had a csf leak. The surgeries performed by the surgeon had used this lot number ranged from october 2020 to december 2020, and the reoperation would have been prior to (B)(6). The sales rep was not present or aware ahead of time for the re-operation, and the product was in the trial phase at the hospital. The sales representative spoke to the surgeon over the phone specifically about this case and the surgeon mentioned he would not credit the failed repair to the use of adherus, but thought he should be aware of a failed repair since adherus was used. A review was performed and as the device was manufactured by stryker durham (USA), the available complaint information was forwarded to the manufacturing site to review the related quality and manufacturing documents. Within the review no deviations were found, the required tests were performed and passed without any discrepancies. Furthermore, the manufacturing site stryker durham performed a testing of a retain sample of the lot subject to this complaint to verify the overall functionality. The test was passed without any discrepancies. H3 other text: device not available for return.

Event description:
It was reported by the company representative that a csf leak was noticed post operatively and a revision surgery was performed.